Event description:
Since I put on my breast implants in 2004, 15 years ago, I have had a number of illnesses such as loss and depression (started a few weeks after implantation), hair loss (including alopecia areata), neck muscle spasms, (I treated during 4 years with neuroleptic drug), breast discomfort, among others. But in the last 2 years the problems have gotten worse and I have developed rheumatoid arthritis (autoimmune disease that attacks the joints and organs of the body), chronic daily allergies without apparent cause (I have been hospitalized a few times), food intolerance, intestinal dysbiosis, chronic body aches, (mainly cervical, joints, shoulders, chest and groin), candidiasis that did not improve with medication, fatigue, etc. I began to suspect that I had a systemic problem when I found out for myself that my implants could be the cause, because none of the many drs I went to even raised that hypothesis. In taking to my rheumatologist on the subject, he immediately associated my symptoms with asia syndrome (adjuvant-induced autoimmune syndrome). Drs generally refuse to admit the existence of bii and asia disease or simply ignore it. It is difficulty to diagnose since it occurs long after surgery and the symptoms have no apparent relationship to the breasts. Today I complete 3 weeks of explant (prosthesis removal surgery) and I am very impressed with the improvement of my symptoms. I did not expect that almost all symptoms would disappear this way and so quickly. Unfortunately, the economic power of business overrides women's health. Currently, 7 of the 9 sponsors of the (B)(6) are mfrs of breast implants (this info is on the main page of the entity). Not surprisingly, this issue is not properly addressed in congresses and dr's offices. Nor does it surprise me that they label this evil something "rare" when in fact, I have observed that it is rather "the rule". I wish I had been warned earlier. I wish I had my health years back. Something needs to be done. Ps: my prosthesis are silimed 195ml, made of textured polyurethane and implanted in 2004. It had no rupture, but had level 2 capsular contracture and when removed it was completely flaking off (some parts no longer had the polyurethane layer). I haven't received the biopsy result yet. Please, do something, help. FDA safety report ID# (B)(4).